Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The event reported in the field was confirmed in the laboratory. A partial lead was returned for evaluation. Analysis found an insulation abrasion at 6.8cm from the connector pin and the proximal coil was exposed. The abrasion is consistent with friction to the ICD can. This could cause the complaint reported in the field when the exposed proximal coil came into contact with the device can.

Event description:
It was reported that the noise was observed on the lead. The pace/sense portion was capped and replaced on (B)(6) 2010. The lead was later explanted when the patient received several inappropriate shocks due to the damaged pace/sense lead that was in the rv.